Event description:
Reported discrepant sars results for 1 symptomatic patient/coworker. The customer communicated that the coworker tested positive with quickvue sars and later negative with another rapid antigen assay.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.